Event description:
Same case as MFR#2134265-2009-03181, 2134265-2009-03182. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction occurred. Three taxus liberte stents, sizes 2.50 x 12 mm, 3.5 x 32 mm and 3.0 x 28 mm, were implanted in the right coronary artery (rca). Immediately after the stents were implanted the pt experienced itching which persisted for a week and then subsided. The itching returned a "few weeks" later with peeling of the skin. The pt's healthcare professional treated the itching symptoms with medication. The pt also experienced vomiting, nausea and diarrhea approximately three weeks after the taxus liberte stents were implanted and these issues have since resolved. The pt received versed, fentanyl, benadryl, asa, plavix, lipitor, heparin, lisinoprin, metoprolol, morphine, nitroglycerin, pepcid, and bivalirudin during the coronary stenting procedure. The pt's healthcare professional was unable to confirm the cause of the pt's complications.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.